Event description:
The suspect device result was 450 mg/dl. A lab was run on the patient and the lab was 53 mg/dl. The reporter declined to have the device replaced because they thought it was user error.